Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including a neurostimulation receiver, on (B)(6) 2001. It was reported the neurostimulation receiver was explanted and replaced due to a loss of stimulation. Neither the lot or serial numbers for the receiver were provided; therefore, no manufacture or expiration date could be determined. The explanted receiver was not returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.